Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal due to embedment. The information also indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal due to embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The information below represent updated narrative additional information provided on the patient profile form (ppf)indicated that the filter is embedded in the wall of the inferior vena cava and cannot be retrieved. The patient underwent an unsuccessful percutaneous retrieval attempt approximately three months post implant. The following additional information received per the medical records indicate that the filter was placed pre-operatively for knee replacement surgery and a high risk for pulmonary embolism (pe) due to a history of deep vein thrombosis (dvt). The filter was placed via the right groin and deployed below the level of the renal veins. This was deployed in the central position and was assessed to be appropriately located. The patient tolerated the procedure quite well and was returned to the recovery area in good condition. The plan was to remove the filter two weeks after planned orthopedic surgery. The patient has a history of severe osteoarthropathy with a prior left hip replacement in which a subsequent dvt in the left leg. The patient was put on warfarin. The patient has a history of familial thrombophilia. The patient subsequently underwent right knee replacement surgery and developed a dvt in the left common femoral vein. The patient was noted to have evidence of chronic venous insufficiency. The patient has had carpal tunnel release surgery, rotator cuff repair, left and right total hip replacements, bunionectomy, tubal ligation, ganglion cyst removal, cholecystectomy. The patient also has a history of hyperlipdemia, chronic pain, hypertension, gastroesophageal reflux disease, osteoarthritis, degenerative joint disease and thyroid disorder. Approximately three months after the filter placement an unsuccessful attempt was made to remove the filter. During the removal procedure the filter successfully folded in place; however, the top third would not get in and was aggressively incorporated into the wall of the ivc to the extent that it could not be retrieved. After several attempts the filter would not come out as it was caught at the top third of it. The filter was left in place, as it was felt it was too dangerous to remove it. The patient tolerated the procedure quite well and left the operating room in good condition. The records noted that the patient was supposed to have the filter removed two weeks after the knee surgery, but the patient declined to have it removed. The patient was contacted by the physicians office several times to discuss removing the filter, but the patient declined each time. As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal due to embedment. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There were no changes made to the file as the reportability, adverse event, and malfunction codes did not change.